Manufacturer narrative:
Carefusion file identifier: (B)(4). (B)(4). Result of investigation: failure analysis: powered in service mode and view event error log see attachment, found multiple xdcr events recorded in log. Perform xdcr calibration per service manual l2859-101. Findings/root-cause: reported problem of vent inop was able to be duplicated and isolated to bad xdcr. This is considered a known issue addressed with an internal investigation.

Event description:
The customer reported while using the vela ventilator, it alarmed low pip, xdcr (transducer) fault and low ve. The customer reported there was no patient involvement associated with this event.